Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no evidence was identified in the history. During analysis, the reported issue was unable to be duplicated. No repairs needed.

Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing, there was no patient involvement. (Updated h6 event problem patient code). Device evaluation: one device was returned for analysis in used condition. Functional testing was unable to duplicate the reported issue, the device was able to be calibrated and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: updated d1 and d4, model number.